Manufacturer narrative:
(B) (4). Evaluation summary: the product exceeded its useful life. Evaluation: results/conclusions - as returned, the shaft of the reamer has fractured at the junction with the cutting head. The condition of the shaft and cutting head indicates that the reamer has been used a number of times over the potential field age of approximately 5 years. Device history records indicate all components were manufactured and inspected to specification.

Event description:
It is reported that the reamer tip jammed and then broke.